Manufacturer narrative:
Pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked liquid crystal screen controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damaged display. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.